Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of problem with cable connector where it displayed stripes on video was confirmed. Device evaluation found that the cable unit was depressed and therefore noise occurs, and no image is displayed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, there was an issue with cable connector on the camera head. Stripes were displayed on the video. The issue occurred during preparation for use/prior to sedation, and the therapeutic urology procedure was completed with a similar device. There were no reports of patient harm.